Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by fever. The patient was hospitalized for another indication and experienced peritonitis three days after admission. The cause of the peritonitis was unknown. The patient was treated intraperitoneally with unspecified antibiotics (frequencies and doses not reported) for the event of peritonitis. The patient was discharged from the hospital after 10 days and was recovered from the event. Dianeal therapy was ongoing. No additional information is available.